Manufacturer narrative:
The investigation of this complaint has been finalized. It is based on an evaluation of the received device logs. No parts were received for a technical investigation. The evaluation of the received device logs confirms multiple technical errors; indicating valves disabled and that an error were detected in the internal memory. This alarms/technical error codes concludes that it were a situation with a stop of ventilation. Information provided from our field service engineer states that there was no patient connected at the time of event. The first recordings were dated (B)(6) 2016, that is why the date of event is revised in this report. The product service manual recommends that the control pc-board is exchanged if the technical error remains, as this may indicate a hw error. There is no information provided if this was done or not in this case. Our conclusion is that the most probable cause was a hw error on the control pc board but this has not been determined since no parts have been returned for investigation.

Event description:
(B)(4).

Event description:
It was reported that the ventilator generated a technical error indicating disabled valves. There was no patient harm reported. (B)(4).